Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while attempting to place the catheter onto the tunneler, the tunneler allegedly broke at the tip. Reportedly, another kit was opened to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l glidepath 19 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Functional evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the images from the sample evaluation showed the tunneler damaged at the tip. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include excessive force and damaged prior to use. However, corrective action is currently opened to address the issue and identify appropriate actions labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while attempting to place the catheter onto the tunneler, the tunneler allegedly broke at the tip. Reportedly, another kit was opened to complete the procedure. There was no patient contact.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that while attempting to place the catheter onto the tunneler, the tunneler allegedly broke at the tip. Reportedly, another kit was opened to complete the procedure. There was no reported patient involvement.